Event description:
The patient was taken to nuclear medicine for a gallium scan. She was known to be intolerant of cold stress. A jack frost hot pack was employed in an effort to maintain the child's temperature. Instructions for the use of the hot pack were followed by the rn as outlined on the package container. The nurse wrapped the hot pack in a cloth diaper which was folded and placed the hot pack on the child's groin for a period of two to three minutes. The hot pack was removed and the area was noted to be reddened. The hot pack was not reapplied. When the child returned to her room the area was noted to be blistereddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: labeling - incomplete, labeling - inadequate instructions for use, telemetry failure, patient's condition - predisposed event. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.